Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation:outside tube/ perforation(fallopian tube)/perforation (fallopian tube) undetermined per medical record'), genital haemorrhage ('very heavy bleeding/abnormal bleeding') and uterine haemorrhage ('heavy uterine bleeding') in a (B)(6) female patient who had essure (batch no. 959218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included uterine bleeding and irregular menstrual cycle. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), dizziness ("dizziness") and anaemia ("anemia"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pains and cramping/ pain"), dyspareunia ("dyspareunia/dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced migraine ("migraine") and headache ("headaches"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 9 months 7 days after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and nausea ("nausea"). The patient was treated with medroxyprogesterone acetate (depo provera) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, genital haemorrhage, uterine haemorrhage, pelvic pain, dizziness, anaemia, migraine, dysmenorrhoea, dyspareunia, fatigue, alopecia, nausea, vaginal haemorrhage, menorrhagia and headache had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered alopecia, anaemia, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: I do not recall the exact date,however I was not aware of the defective nature of the essure device until (B)(6) 2015, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage confirming genital haemorrhage. Lot number: 983037 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs received : outcome of all the events were changed to "recovered/resolved". Essure removal date was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.